Event description:
The customer reported that the 9900 system displayed a filament current error message. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The voltage was adjusted. The system was tested and operates as intended.